Manufacturer narrative:
A ge service rep performed an on site investigation. The leg extensions were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 2800 system leg extension would not latch into table prior to a case. No patient injury was reported.